Event description:
The product complaint report shows the customer alleged the unit failed the leak test. Upon investigation, the bio-medical technician discovered that the exhalation filter heater was nonfunctional. Per technical support advice, the bio-med replaced the filter heater. The reported problem is not verified, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.